Manufacturer narrative:
Results: device history review found the product met specifications when released for distribution. Analysis: visual inspection shows dried body fluid residue on the inside surfaces of cannula/introducer. With effort, the introducer was removed from the cannula. Both units were soaked in water (not decontaminated) to remove excessive dried body fluid. Measurements obtained from the introducer and the tip of the cannula identified an interference fit between the two components, as the outside diameter of the introducer was larger than the inside diameter of the cannula. The product has been returned to the supplier for further eval. Review of the device history record shows that this product lot met mfg specifications when released for distribution. Conclusion: reduced performance of the device occurred and was related to the event. The product has been returned to the supplier for further eval. The product was changed out with no reported adverse pt effects.

Event description:
Medtronic received info that after this cannula had been inserted into the pt, the introducer could not be removed from the product. The cannula was subsequently removed from the pt, and a similar cannula was inserted without reported complication.